Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 5 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of the excessive pressure/force that was applied when the video connector or camera head was inserted or removed could not be identified. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that during preparation for use, the video system center was having interference with the display image. No patient injury or procedure impact was reported.

Manufacturer narrative:
The device was evaluated by olympus. The evaluation found that the allegation was confirmed. The image disappears intermittently, with noise and flickering. The issue was due to a bent and folded terminal on the video connector socket. The investigation results confirmed that one terminal bent due to excessive pressure that could have been applied to the connector socket when connecting or disconnecting video connectors from endoscopes and camera heads. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.